Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet mobile app was not displaying the same information as the pump; the issue was resolved by force closing the app and restarting, and the user later disclosed a missed meal announcement approximately 30 minutes after eating with current glucose 208 mg/dl trending down and a peak of 219 mg/dl for about 30 minutes. Symptoms included no acute clinical effects and no hypoglycemic or hyperglycemic symptoms. Outcomes included no need for assistance, no medical intervention, no alerts for sustained hyperglycemia, no ketone testing, and no hospitalization. Investigation included customer support troubleshooting of the mobile application, which restored synchronization with the pump. Investigation of this case revealed normal device corrective algorithm function with user-related missed meal announcement contributing to transient hyperglycemia, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to a missed meal announcement.